Event description:
It was reported, that this right ventricular (rv) lead exhibited noise. Pacing inhibition and low impedance issues. A revision procedure was performed. And this lead was explanted and replaced. No additional adverse patient effects were reported.